Event description:
It was reported by the distributor that a patient developed an acute infection. The liner and head were revised. It was also reported that the surgeon doing the revision determined that the operative leg was slightly shorter than the non-operative leg (hip was stable) so a +4 head was used during the revision as opposed to the original +0 head.

Manufacturer narrative:
Patient was treated by irrigation and debridement. Nonconformances, dhrs, and complaints were reviewed. Infection is a documented risk in the instructions for use (IFU). No other issues were reported for implants in the same lot. No implant malfunction was identified, and the source of the infection could not be determined.